Manufacturer narrative:
Analysis confirmed the reported event; when the stylus touched the screen, it has no reaction due to the bezel assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the stylus touched the screen, it had no reaction. The programmer was returned for repair. There was no patient involvement.